Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the 3 month post op appointment, in situ measurements show 10 out of 12 channels with high impedance status. The parent has noticed that the child is not responding well to sound. Trauma to the implant site has been denied. The patient hears well with the contra-laterally implanted ear. A possible re-implantation is to be discussed.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
At the 3 month post op appointment, in-situ measurements showed 10 out of 12 channels with high impedance status. The parent has noticed that the child is not responding well to sound. Trauma to the implant site has been denied. The patient hears well with the contra-laterally implanted ear.